Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s therapy was not effective. Patient experienced leg weakness with stimulation on. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue.